Event description:
Pt fell, waited 3 wks, contacted surgeon, who took x-rays that showed fracture line visible on superior margin of head in a/p view, minimal displacement. This then required a revision surgery of this hip component product. At time of surgery it was noted that there were three primary fragments contained within the acetabular liner. Liner showing obvious damage, "fretting" noted on trunion.